Event description:
It was reported that an (B) (6) female having a right hand contracture release surgery done when the tourniquet failed to maintain pressure on the pt's upper extremity. The module and tourniquet was replaced, and the procedure continued. No injury to pt noted. Device sent to clinical engineering for analysis. Procedure was finished and pt was sent to pacu for recovery.

Manufacturer narrative:
The device was not returned to the MFR for evaluation. A follow up medwatch will be submitted if the device is returned.